Event description:
On december 27, 2006, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter was reading inaccurately erratic. The pt said he had never received a reading on his meter of >200 mg/dl before. However, on december 27, 2006, he obtained a reading of 335 mg/dl on the reported meter. He called his doctor regarding the reading. The pt said the doctor was surprised by the elevated reading, but advised the pt to take extra insulin per his sliding scale regimen. The pt took 50 units of novolog regular insulin at 4:00 pm. He said his wife found him "almost passed out" at an unspecified time interval after he took the insulin. The wife, who is a nurse, gave the pt orange juice to drink. A test was not performed on the meter before the pt took orange juice. About 15 minutes after drinking orange juice, the pt obtained a result of 113 mg/dl on the reported meter. The pt took no further action to affect his blood glucose level after obtaining the 113 mg/dl reading. He replaced the meter battery and tested again within 15 minutes; the result was 337 mg/dl. Based on statistical methodology, the calculated difference between the 113 and 337 mg/dl glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt tested about one hr later and obtained a result of 174 mg/dl followed by results of 140 mg/dl and 165 mg/dl at unspecified times relative to each other. The pt called his medical supplies pharmacy and was advised to call lfs. The pt told the customer care advocate (cca) he performed a control solution test before calling lfs. The control solution result of 120 mg/dl was within specifications (108-145 mg/dl). The cca confirmed that the pt followed correct testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the pt obtained imprecise readings on the lfs product. The pt took sliding scale insulin based on an elevated reading on the lfs meter and experienced symptoms that suggested hypoglycemia. The pt's responded to treatment with orange juice administered by his wife.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.